Event description:
While treating a pt the device discharged three deliveries of energy to the pt: once at 200 joules, a second time at 300 joules and the third at 360 joules. Subsequent to the third shock the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.